Event description:
During surgery last week, the surgeon wanted to use implant 15-8521/10 lot 200113/1159 07/25 but was unpleasantly surprised to find that the sterile bag had been punctured. The cardboard packaging of the implant was not damaged.

Manufacturer narrative:
The review of the device history record showed no deviations. The product complies with the specifications valid at the time of manufacture. This is the final supplemental report, the complaint is closed.

Manufacturer narrative:
The review of the device history record showed no deviations. The product complies with the specifications valid at the time of manufacture.

Event description:
During surgery last week, the surgeon wanted to use implant 15-8521/10 lot 200113/1159 07/25 but was unpleasantly surprised to find that the sterile bag had been punctured. The cardboard packaging of the implant was not damaged. [Customer].